Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a metal on metal construct that was revised for unknown reason. Metal head and liner were replaced. Litigation alleges corrosion and friction wear caused amounts of toxic cocr metal debris to be released into the patient's body resulting to injuries, pain, partial or complete loss of mobility, loss of range of motion, mental anguish and diminished enjoyment of life.